Event description:
The home patient's spouse reported that the transfer set detached during dialysis therapy in the middle of the night. The patient reportedly developed an infection on 07/31/2007. Symptoms included cloudy dialysate and abdominal pain. According to the dialysis nurse, the patient was formally diagnosed with peritonitis in 2007. A culture taken on the same day, at the dialysis clinic was negative. The dialysis nurse replaced the patient's transfer set and administered antibiotics. The patient was also given heparin to resolve the fibrin. As of twelve days later, the spouse said that the patient's situation had improved. The patient has been on peritoneal dialysis since 2005.

Manufacturer narrative:
The sample was discarded and is unavailable for analysis. There are no further measures to be taken relative to this matter. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective/ preventive action as appropriate.